Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Two intra-op suture breakages events occurred during same procedure on (B)(6) 2020 were submitted via medwatches 2210968-2020-02495. And one post-op breakage of 3rd suture used at same procedure on (B)(6) 2020 was submitted via 2210968-2020-02497.

Event description:
It was reported that the patient underwent a robotic ventral hernia repair surgery on (B)(6) 2020 and the suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure.